Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd q-syte¿ luer access split septum (stand-alone device) the customer experienced septum damaged when lipid medication is used (parenteral nutrition). The following information was provided by the initial reporter, translated from french to english: verbatim: clinician experienced: septum damaged when lipid medication is used (parenteral nutrition) -delay of patient therapy (not resulting in harm)